Event description:
The customer reported that the autopulse platform constantly displays the message "realign patient." It is unknown when the problem occurred. The patient use information was requested, but no additional information was provided. The customer has three autopulse platforms and does not recall which one among the three autopulse platforms had the reported issue.

Manufacturer narrative:
Zoll has not received autopulse platforms for investigation. A supplemental report will be filed when the investigation has been completed.

Event description:
The customer reported that the autopulse platform (sn (B)(6) constantly displays the message "realign patient." It is unknown when the problem occurred. The patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(6) constantly displays the message "realign patient" was not confirmed during the archive data review and the functional testing. The returned platform passed the functional testing and performed as intended. Upon visual inspection, the front enclosure was observed cracked. The observed physical damage was unrelated to the reported complaint and appeared to be the characteristics of user mishandling such as a drop. The front enclosure was replaced to remedy the observed issue. A review of the autopulse platform archive was performed and showed no significant discrepancies or error messages on the customer's reported event date. The platform passed the initial functional testing without any fault or error. There was no device malfunction observed. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries without any fault or error.